Manufacturer narrative:
(B)(4) (cardiac failure with decreased ejection fraction). (B)(4). The complaint sample was not available and the lot number of product involved was unknown. Therefore a search of our system of the lots delivered to the patient was conducted with a time frame of three months before of the occurrence day. According to the sap system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient required to be transported to the hospital due to a high fever and intermittent loss of consciousness while the patient was performing pd therapy on the cycler. The patient's wife was not sure if the patient had been retaining fluid. Additional information received from the patient's pd nurses confirmed that the patient was admitted to the hospital on (B)(6) 2016 and that the patient had been unresponsive. The patient has a serious heart condition and that the patient is scheduled for a heart surgery. The patient was reached for additional information and reported that he had never had a fever or retained fluid but the patient did confirm that he had lost consciousness and had a history of low blood pressure. The patient reported that his current heart function is only 40%. The patient also confirmed that he was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
Medical records were received and reviewed. Based upon clinic review of the medical records there was no documentation that indicated a causal relationship between the patient's cellulitis and the patient's peritoneal dialysis treatment and fresenius peritoneal dialysis products. The patient's past medical history of diabetes (insulin controlled) and coronary artery disease likely contributed to the admitting diagnosis of right lower extremity cellulitis.

Event description:
The following is from medical records received from the patient's treatment facility. The admitting diagnosis was noted in the medical records as right lower extremity cellulitis and was treated with intravenous antibiotics. There was reported improvement in the erythema and cellulitis. The patient confirmed that there was no fluid retention that caused the hospitalization and there was no report of fluid retention in the medical records. The patient was discharged home from the hospital with oral antibiotics and continued wound care as an outpatient.